Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fall down and hit his head. The patient visited the clinic as he was no longer hearing well with the right side device. Access to sound with the left side device was reportedly unaffected. In situ testing for the concerned device showed several channels with high impedance. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. The reported trauma might have contributed to the further damage of the active electrode. However to determine an exact root cause a device investigation at the explanted device is necessary. A date for explantation surgery has not been fixed yet.

Event description:
It was reported that the patient fall down and hit his head. The patient visited the clinic as he was no longer hearing well with the right side device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. There is no indication that the reported trauma contributed to the observed damage of the electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported that he was not hearing well. The patient reported that he fell down some steps and hit his shoulder and possibly his head on (B)(6) 2015. The patient was re-implanted.